Manufacturer narrative:
Continuation of d10: product ID a820, lot/serial# unknown, product type: software; product ID tm90t0, lot/serial# unknown, product type: accessory; product ID a820, lot/serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine and hydromorphone. Dose and concentration information was not reported. It was reported that, since the patient received the pump, "it's not working correctly". Per the patient, "sometimes it will take 45 minutes or so to get an actual bolus" and it would say it was connecting to the device, but then it would tell them it couldn't find the pump. Per the patient, it would go up to 90% full of finding the pump and then start all over again. The patient clarified that the concern was how long it was taking to connect to bolus. Per the patient, this had always been a problem and gradually had gotten worse. The patient was allowed 16 boluses per day. Patient services reviewed considerations and redirected the patient to their healthcare provider (hcp) to possibly discuss therapy concerns and bolus programming.